Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual examination of the instrument noted that the retract knobs and firing rod were fully advanced. Additionally, the outer tube was slightly bent and disengaged from the rotation collar. Further engineering evaluation found that the tube housing was broken at the proximal end. Engineering was able to replicate this condition by applying force to the tube. Engineering determined that the device was likely mishandled during use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bowel resection procedure, for the first firing for small bowel resection, the pulled the bowel outside the body and clamped the tissue, however a click sound was heard. Then pushed the green button and fired the device with no problem. After that, the surgeon tried to pull the black return knob back, however it was stiff and the surgeon could not pull it back. As the cartridge still clamped the tissue and was unable to be opened, then the surgeon removed the handle from the cartridge by force. To remove the cartridge in question from the tissue, additional tissue resection was completed with a new handle and a new cartridge. As the jaws were still closed and remained to clamp the resected tissue, the cartridge in question was discarded by the customer at the hospital. The surgeon said the tissue was slightly thick.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.